Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. As received, the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. Upon investigation the electrode belt trunk cable was cut, damaging the green (+3.3v) wire in the cable. The cause for the failure to communicate with a monitor and the service code was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving a service code 204 (belt/monitor unusable) and reported that an electrode belt cable was damaged.